Manufacturer narrative:
Investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while operating, outside temperature while charging, and the internal temperature while operating. Results are as follows: outside thermal temperature while operating: 31.4°c. Outside thermal temperature while charging: 29.5°c. Internal thermal temperature while operating: 30.6°c. The outside thermal temperature while charging was 29.5°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in no problem found. No problem found rates remain acceptably low; thus, CAPA is not required. No problem found rates will continue to be tracked and trended.

Event description:
The patient reported their wearable antenna assembly was overheating and burned a hole in her nylon nightgown. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.